Event description:
A report was received that the patient was having difficulty charging the ipg and aligning the charger to the ipg. The patient underwent a revision procedure wherein the ipg was repositioned.